Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital indicating that the device had been beeping continuously. The physician attempted to interrogate the device, however telemetry could not be established and the device was explanted.